Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15oct2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.